Event description:
Upper endoscopy being performed by taken antrum stomach and distal esophagus. The scope was advanced back from the esophagus into stomach to prepare for esophageal dilation and a linear. Laceration along the lesser curve from the neck of the hiatus hernia into the mid corpus - laceration was closed with three clips after irrigation. Zero bleeding noted after clipping performed.